Event description:
It was reported that patient visited clinic with pre-syncopal episode. Upon interrogation noise was observed on rv lead. The noise caused oversensing which prevented pacing. Pace/sense portion of the lead was capped.

Manufacturer narrative:
No medwatch form was received.